Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for the event. It was reported that the peritonitis was manifested by fever and diarrhea. The patient was initially treated with tylenol for their symptoms and later with unspecified antibiotics intraperitoneally (dose and frequency not reported) for the event. At the time of this report, the patient had recovered from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896704 and gd896407. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.